Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk cable connector was physical abuse. The patient was receiving CPR at the time of death so the trunk cable may have been damaged by paramedics during the resuscitation efforts. The is no indication the electrode belt malfunction caused or contributed to the patient's death.

Event description:
A us distributor returned electrode belt sn (B)(4) in association with a death investigation. There is no indication the electrode belt caused or contributed to the patient death.